Event description:
It was reported that post implant of the right ventricular (rv) lead, the patient experienced dizziness and pain behind left shoulder. It was noted there was high threshold in bipolar configuration and no capture in unipolar configuration. There was also high impedance, no r waves measured and micro-perforation. An echo was performed and showed a small effusion that did not change over a 24 hour period. The rv lead was repositioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID a2dr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; 5086mri implantable pacing lead, implanted: (B)(6) 2013. (B)(4).